Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed iop test failure at 10:01 am for the second time. Blood glucose was 75 mg/dl. Alarm did not occur during rewind or prime sequence. Rewind process was performed. Normal bolus into the air was performed and amount recorded in the bolus history. Temporary basal was not programmed before the alarm occurred. No further information reported.

Manufacturer narrative:
The units safety feature max delivery alarm is functioning properly. Unit monitored for 2 days and no unexpected max delivery or error alarms noted. The insulin pump was received with cracked case at display window corners and battery tube threads, and with minor scratched display window.